Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of lenses did not fold correctly. Plunger went over the lens and damaged the lens. The procedure has been completed. Additional information was requested.

Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that the lenses did not fold correctly. Plunger went over the lens and damaged the lens and surgery was completed with another lens during the initial procedure and there was no patient contact.